Manufacturer narrative:
Device evaluation summary: a bend/curve was observed on the graft cover and graft. Material bunching was visible along the graft cover. A gap between the taper tip and the graft cover tip was measured at 1.5mm, specification is 1.0mm max. The graft tip material was damaged and partially raised. The hydrophilic coating was confirmed to extend along the length of the graft cover as per specification requirements. Image analysis summary: two photographs of the device post attempted delivery were received. The photos show a bend/curve on the graft cover which was observed on the returned device. The cause of the reported positioning difficulties could not be determined from the photos received. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was intended to be implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that the stent graft limb enlw1613c80ee could not be implanted as resistance was encountered at the point of distortion of the external iliac artery. The stent graft limb was replaced with enlw1613c95ee and the procedure was completed successfully. No additional clinical sequelae were reported and the patient is fine. As per the physician, the cause of the event was due to the hydrophilic coating not being long enough and it was also suspected there was a gap between the tip of the sheath and the stent. Analysis of the returned device revealed deformation of the device.